Manufacturer narrative:
A pathology was received from the explanting facility which showed heterogeneous fibrin fragments and fibrous tissue with abundant dystrophic calcifications. Coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years post implant of this 20mm pulmonary valved conduit implanted in a six year patient, it was explanted and replaced with a 25mm conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this conduit was replaced due to insufficiency and stenosis. No additional adverse patient effects were reported.  Patient weight added. Patient coding updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed a segment of the proximal end of the conduit was sectioned off in an elliptical fashion. The external reinforcing radiopaque band remained intact. The conduit was stiff likely because of visible calcification on the inner lumen. All leaflets were opened towards the inner lumen. Calcification was noted on all leaflets. All leaflets exhibited tissue deterioration likely resulting from the adjacent calcification. Calcification was observed on all commissures. Visible calcification lined the inner lumen. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the inner lumen. Radiography did not reveal any fractures to the radiopaque band. Conclusion: based on the returned device analysis, the tissue deterioration observed on all leaflets was due to calcification, which may have led to the regurgitation and stenosis. In addition, a surgical pathology report was received, it states dystrophic calcifications were observed on the conduit. Calcification has been an inherent risk of surgical valve replacement and is addressed in the current risk management file. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.